Event description:
"S/p b subgl infra 150cc surgitek gels for augmentation. Pt reports encapsulation for which had removal of the r one and replacement no capsulx using a surgitek 150cc gel. Did well other than recurrent encapsulation until a painful mammogram in 1990 appt ruptured the l one. Had a closed capsulotomy on the r breast but other trauma. The pt underwent b capsulotomies and replacement of implants (l was ruptured) with 200cc dc msi implants. The pt c/o's cont'd firmness and pain since that time. Is concerned about further mammograms showing residual silicone in b ax, l greater than r, and systemic probs pt has been having. Is uncertain if pt should remove them, but it is clear that pt would like replacement with salines if pt does. Systemic probs include arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, fatigue, sleep disturb, sore throats/uri's, hot flashes/chills/sweats, headaches, tmjd, l greater than r, visual disturb, dizzy spells, memory loss, dry eyes, hair loss, oral sores, photophobia, sen cold (+ raynaud's), sob/cp, thyroid probs, cholesterol, gi/gu disturb, and easy bruising. Pt is otherwise healthy."